Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022; explant date (B)(6) 2023 UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family members and a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 100mcg/day) via an implantable pump. It was reported that the patient experienced pump erosion through their skin. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Erosion of the skin developed at the site of the catheter access port. The patient's mother noticed changes of skin at the end of may. On june 2nd, a pressure sore was documented by the hcp's office, and on june 20th while doing a dressing change, the skin eroded and there was clear drainage. The patient's skin was monitored and the dressing was changed. The pump and catheter were explanted on june 23rd. According to the patient's father, there was no infection. The cause of the erosion was unknown. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included intractable spasticity. The patient status at the time of the report was alive with no injury.